Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Other relevant patient history/concomitant medications. Were there any intra-operative complications? Product code and lot number implanted in 2014? Any concurrent procedure/device implantation? When was the mesh exposure/erosion first noted by a physician? Describe any medical/surgical intervention for urethral mesh erosion including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent a vaginal repair on (B)(6) 2014 and the mesh was implanted. The patient experienced an urethral mesh erosion. The patient was referred for mesh removal due to erosion into urethra. Device remains implanted. Additional information has been requested.